Event description:
Healthcare professional reported left side "rupture." Healthcare professional reported "breast implant illness"; this event is not device related. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "breast implant illness".

Manufacturer narrative:
Device evaluation: "visual analysis of the returned device identified: opening, underweight, wear abrasion, crease fold. A microscopic analysis was performed which identified sharp edge and with non-penetrating nicks assessed as surgical impact opening. A dimension measurement in the shell was performed which identified the thickness within specification. Stress marks. Based on the device analysis the final assessment is: a sharp edge broken with non-penetrating nicks assessed as surgical impact. Non-penetrating nicks."

Event description:
Healthcare professional reported left side "rupture." Healthcare professional reported "breast implant illness"; this event is not device related. Device has been explanted.